Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device noted that the balloon material was torn longitudinally for a distance of approximately 50mm at 14mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The vascular access was obtained via the left external iliac artery using a 6fr guiding sheath. The 99% stenosed lesion being treated was located in the calcified and moderately tortuous right external iliac artery. After predilation with an unknown balloon, a 6x8mm non-bsc stent was implanted. Then the physician advanced a 8.0 x 40mm x 75cm mustang balloon catheter to the implanted stent. Upon the first inflation at 10atms the balloon ruptured. The device was successfully removed and the procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The vascular access was obtained via the left external iliac artery using a 6fr guiding sheath. The 99% stenosed lesion being treated was located in the calcified and moderately tortuous right external iliac artery. After predilation with an unknown balloon, a 6x8mm non-bsc stent was implanted. Then the physician advanced a 8.0 x 40mm x 75cm mustang balloon catheter to the implanted stent. Upon the first inflation at 10atms the balloon ruptured. The device was successfully removed and the procedure was completed with another of the same device. No complications were reported and the patient's status is good.